Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired within 48 hours after use of the product on (B)(4) 2013.

Manufacturer narrative:
The additional information received noted a date that is four days after the event date and date of death in the initial medwatch report. As a result, the date of death and the event date will not be updated until clarification for these dates have been received. Additional information has been requested and will be submitted upon receipt accordingly. This is one of two device reports for this event. The related MFR report numbers are 1225714-2014-01901 and 1225714-2014-01902.

Event description:
Additional information received: patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by product administered during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR reports: 1225714-2014-01901 and 1225714-2014-01902.